Manufacturer narrative:
Additional information: no patient involvement. Device evaluation: device of sn: (B)(4) was received in good physical. No evidence of the reported problem in event log. During visual and functional testing the pump failed. The customer reported condition was confirmed. Further investigation of the pump determined that a faulty air detector was the root cause of the issue. Problem source is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line. No patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.